Event description:
Physician reported right side capsular contracture baker grade iii and folds in the elastomer. Device remains implanted.

Manufacturer narrative:
Continued e.1 (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 22/may/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 13/jun/2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and folds in the elastomer. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photographic device evaluation: a review of the device through photographs noted the event of capsular contracture could not be observed as it is a physiological complication. Creases on the implant were not noted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii and folds in the elastomer. The device has been explanted.